Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was rep had patient on the phone and patient reported that two nights ago they were charging their ins overnight and the paddle began to heat up and was "burning". Patient reports they then took out the li battery and placed it back in again, however couldn't get the door on the back of the controller shut, so now when they turn on their controller it states to call medtronic with an orange triangle. Patient states no damage is observed on the antenna or the controller. Patient also states they cannot access their stimulation because the door will not close. Troubleshooting was unable to be performed as patient cannot get the door on the back of the controller and cannot access their controller. Ts advised rep to meet with the patient to look at getting the door on the back, or the li battery back in correctly, if that is needed. Ts sent email to repair to replace the 97755 recharging antenna. Additional information was received. Patient called back stating that they were sent the wrong equipment; they were supposed to be sent a recharger. Patient repeated information about the recharger burning their body. On the call, patient noticed that they cannot close the controller back compartment door. Patient followed up by saying that the back compartment door did not used to be this way. Agent reviewed the intellis equipment and replacement information with the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.